Event description:
On (B)(6) 2010, had a total hip replacement/months later, pain in hip/thigh area intensified. Dr says in no certain words pain in my head, prescribes meds that are very expensive that I can't afford/ have asked him many, many times to show me which and what type of device used/refuses to this day of showing me device info. Got medical records from my hosp. It shows the following device parts -depuy pinnacle metal insert - lot# 2637852- depuy pinnacle100 acetabular shell gripton - lot #ec1jp1- depuy summit femoral stem - lot# d67cb1- depuy articul/eze metal on metal femoral head - lot#2992184-. I have same devices in right hip done on (B)(6) 2009. It has done some better with only mild pain.